Event description:
It was further reported during a one year post operative check up that the patient's phrenic nerve palsy (pnp) still had not recovered. No further patient complications have been reported as a result of this event.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. Ablation was performed in the following order: ls --> li --> rs --> ri. Pv isolation procedure was completed. Before an attempt to perform ablation using rf to the svc was made, svc pacing confirmed that the right phrenic nerve was being moved and the left one was not being moved due to twitching of the phrenic: phrenic nerve palsy (pnp) was observed. The patient had still pnp until the procedure was completed. After the operation, fluoroscopy confirmed that pnp occurred just after the first ablation to the ls was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.